Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not running antibiotics at the assigned rate. The expected and actual infusion rate were not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3: date received by MFR - update the date to 02/25/2025. Additional information: h6 (update codes), h11. H11: a review of the event history log did not identify the reported infusion. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.